Event description:
The nurse discovered the antibiotic IV tubing was connected to the trach cuff tubing and the bulb was filled with fluid. The nurse aspirated the fluid out of the cuff and respiratory therapy was called to check the patient. The patient's primary nurse said that she had connected the antibiotic to the patient's triple lumen and the patient must have plugged the IV tubing into the trach cuff tubing.